Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to sales rep that he had to revise a patient after two years as an expedium verse screw slipped on a rod in cranial direction. Caudal an innie loosened out of the screw, although all was tightened with help of a torque. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices.